Event description:
During robotic procedure instrument became stuck in patient. In order to be removed from the body, instrument and trocar needed to be taken out simultaneously. Upon inspection, prograsp instrument was broken at the shaft. Clinician notified of damaged instrument and surgeons performed a pelvic exam.